Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated, and a definite cause for the reported difficulty removing the gripper line could not be determined; however, the reported gripper line break appears to be a result of difficulty removing the gripper line (procedural circumstances). The single leaflet device attachment (slda) also appears to be due to user technique/procedural circumstances as the clip detached from the anterior leaflet while the user was removing the gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty removing the gripper line, gripper line break and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. The decision was made to implant a second clip. The second clip delivery system (cds) was prepared for use per instructions for use (IFU) and no issues were noted. The clip was able to grasp the leaflets. Gripper line removability was tested and no issues were noted. Clip deployment continued; however, during removal of the gripper line, resistance was noted after pulling approximately 18 inches and the gripper line broke. The cds and steerable guide catheter (sgc) were removed and the gripper line was able to be pulled. All portions of the gripper line were removed; however, it was noted that the clip detached from the anterior leaflet. The clip remained attached to the posterior leaflet. No intervention was performed to treat the single leaflet device attachment (slda). Post procedure, the mr was reduced to grade 2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.